Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an error 46876. The battery compartment door had been opened for a hard reset. The pump had powered back on, and the remove and reattach cassette alarm had appeared on the screen. The pump was locked, so the cassette could not be removed and reattached. The battery compartment door had been opened for another reset. The pump had powered back on, and the alarm had returned. The pump had been powered off by removing the battery. Settings were not available. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.